Manufacturer narrative:
Conclusion: based on the available info, no conclusion can be drawn. Medwatch 3500a has not been received from the user facility.

Event description:
X-rays allegedly show insert has disassociated.